Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. There was no evidence to review. Functional testing was able to verify and duplicate the reported issue. It was determined that the most probable cause is due to the faulty latch flex. The latch flex was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed to recognize cassette lock. The event occurred during testing. There was no patient involvement.